Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the nurse noticed blood leakage at the fin connector. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo indicated a split female luer adapter, although no leakage was observed. A total of 10 retained samples were visually inspected, and no split female luer adapters were found. Additionally, functional tests were conducted on 10 retained samples, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. (B)(6). D.2b medical device type: one additional code applies; jka. Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were used for functional tests, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the nurse noticed blood leakage at the fin connector. No patient or user impact reported.